Manufacturer narrative:
(B)(4). Approximate age of device from the product issue date is - 1 year. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was on the mobile power unit (mpu) and received a few no external power alarms. In clinic, there were also low voltage events seen as well. The patient was instructed to stay on batteries and not use the mpu and had no further alarms. Upon inspection of the unit, no visible damage was seen. The lvad clinician gave the patient a new power cord. A log file was reviewed by the technical service representative and confirmed a no external power and low voltage events due to the mpu ac power cord coming loose. There was no loss in support to the patient during these events. No additional information was provided.